Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer was treated for the low blood glucose with food. The customer¿s blood glucose level was 20 mg/dl. The customer stated that she was unable to stand up and blood glucose was 19 mg/dl and treated with kitchen shakes and her blood glucose was 180 mg/dl. The customer¿s blood glucose level was 19 mg/dl at the time of the incident and the current blood glucose level 156 mg/dl. The customer had a symptom of sweating. The customer was treated with food. The customer declined troubleshooting low blood glucose. The pump will not be returned for analysis